Event description:
Boston scientific received information that this device was emitting a tone due to a red alert that was generated for a high shock impedance measurement. The patient was brought into the clinic in clinic and impedance was in the 70's range. The impedances were evaluated in each vector and right ventricle (rv) to can was 95 ohms, rv to right atrium (ra) was 142 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed that it appears the rise in impedance has been very gradual over the past year. The consultant stated that the proximal coil has something physiologic going on. Reprogramming the lead configuration from rv to can could be performed in addition to additional testing. The system remains implanted at this time and no other adverse events have been reported. This product issue will be updated if additional information is received.